Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up, the right atrial (ra) leadless pacemaker (lp) was found to be in the right femoral vein via x-ray. The ra lp was retrieved. Additionally the patient was experiencing a fever and is being treated for an infection. It was not known whether this was due to the lp or implant procedure.